Event description:
It was reported that a small volume folfusor had particulate matter inside of its bladder. This was noticed during filling with fluorouracil and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from may 28, 2014 ¿ may 29, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 2.33 mm in length was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.